Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the seventh inflation at nominal pressure for several seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.